Event description:
Detached sensors wire.

Manufacturer narrative:
(B)(4). Email: (B)(6).

Event description:
It was reported that [detached/missing] sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2021. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).